Event description:
It was reported that multiple noise reversion episodes were observed on the right ventricular lead of an asymptomatic patient; the episodes were noted to have started on (B)(6) 2013. The noise could be reproduced through isometrics. Device reprogramming was performed and the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.